Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had full black screen. Customer's blood glucose level was unknown. Customer also stated that they changed battery and insulin pump restart multiple times but now it not turning on and it was also stated that the insulin pump was not neither exposed to extreme temperatures nor direct sunlight. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, a21 error test, displacement test or verify missing segment or battery out limit alarm due to blank display.